Event description:
The customer reported that the ventilator touch screen is frozen. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found residue on display. Cleaned display. Unable to duplicate customer complaint. Performed ventilator testing and unit passed all test per manufacturer specification.